Manufacturer narrative:
The reported elevated crp, severe abdominal pain, generalized rashes, weakness and fatigue were collectively assessed as a serious injury due to the report that this constellation of symptoms has caused the patient to be bed-ridden. A direct causal relationship between the patient's condition and the use of the coolsculpting device has not been established, but due to the temporal relationship of the onset of events occurring after treatment, it is possible that coolsculpting may have contributed to the patient's condition. Allergan has "dilligently" attempted to gather additional device information, but no further information was received. Zeltiq (now allergan) was initially made of the reportable event on 02/02/2018, and an initial attempt to submit this MDR was "nade" on 04/20/2018. However due to transmission issues, this MDR is being re-submitted. Cdrh was notified on 12/21/2018 and has assigned ticket number (B)(4) for this issue.

Event description:
On 02/02/2018 allergan was made aware that a (B)(6) female patient, who received 2 cycles of coolsculpting treatment on (B)(6) 2016 to the lower abdomen using the coolcore applicator and 2 cycles to the flanks using the coolcurve applicator, became bed-ridden due to symptoms of severe abdominal pain starting six weeks after treatment, followed by a generalized rash, fatigue, weakness, hot flashes, sweating, and elevated c-reactive protein (crp). The patient's crp was reported to have been in the low 40 range, and the baseline crp level was not provided. The patient stated she had consulted 17 physicians, but no definite diagnosis has been provided. Allergan has diligently attempted to gather additional information on the device used, patient's diagnosis, treatment information, and patient's current status, but no further information was available.